Manufacturer narrative:
D10. Concomitant medical products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot unknown); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot unknown); sigtrsb45axt, sigtrsb45axt 45mm xtr thk reinforced rel (lot unknown); egiaustnd, egiaustnd endogia ultra univ std stap (lot unknown); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot unknown); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopy partial pulmonary resection (pneumothorax), pulmonary parenchyma using a black reinforced 60 millimeter (mm), the firing toward the proximal side of the lung, the lung was stiffer than usual, and the handle was heavy as well. The device stopped firing after advancing about 20 mm from the start. There was also a cracking sound from the handle. After releasing and attaching a new reload and handle, the same issue occurred. This issue occurred on three reloads of the same type. To resolve the issue, a 45 mm black reload was used and fired without any problems. There was no patient injury.

Manufacturer narrative:
Additional information: d9 (latest return date), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the handle was received attached to the returned reload. The firing knobs were fully retracted. The articulation knob was in neutral position. The internal components revealed sheared teeth on the firing rack. Functionally, the reload was unloaded from the handle. An access hole was cut into the instrument body for visualization of the firing rack. The sheared teeth damage was confirmed from the 4th to 9th on the firing rack. It was reported that the instrument made a noise and was partially fired. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Theses issues may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. It may also occur when firing over tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.